Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Customer xxx contacted us to say that yesterday she went to drogaria sp to buy her medication and syringes for her diabetes treatment. Medicines and syringes for the treatment of diabetes and when she picked up the package on the shelf she was punctured by a syringe and when she picked up the package from the shelf, she punctured herself with a syringe whose needle was stuck in the orange protector, he mentioned that he immediately informed the salesclerks and left the package with them. When she got home, she applied alcohol and nebacetin to the area. She contacted us about how to proceed with the purple and sore spot and if she takes any vaccinations. Waiting to hear back from bd.